Event description:
It was reported that patient presented in clinic after receiving a shock. Interrogation showed after one shock an alert for possible output circuit damage. An alert for high voltage lead impedance out of range was also observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of output circuit damaged was confirmed in the laboratory. The device was tested on the bench and damaged transistors were observed. The root cause of the damage was not determined.